Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2020 while wearing the lifevest. The patient was reportedly at home with family present at the time of passing. It was reported that the patient was treated by the lifevest prior to passing, and the patient was unconscious at the time of treatment delivery. The patient's passing was cardiac related. A clinical analysis was completed on the patient's download data and available ECG recordings. This analysis concluded that the patient received nineteen total treatments from the lifevest. Fifteen of the treatments were appropriate treatments and four of the treatments were inappropriate treatments. The patient also received six external defibrillations during the event, while wearing the lifevest. It was reported that ems was called, as well as an emergency physician, who reportedly delivered the external defibrillations. The first seven treatments that were delivered by the lifevest were full 150j pulses. Treatments eight through nineteen were low-energy pulses at 4j or 5j. During delivery of the low-energy shocks, an impedance of 0 ohms was observed. The low energy shock was likely due to the pulse being delivered into an open load. This is consistent with the recording of a 0 ohm impedance. The device records 0 ohms during an open load. The cause of the open load and reported impedance was likely due to the therapy pads on the lifevest not making full contact with the patient at the time of the treatment deliveries. The chronology of the event is detailed below: at 19:59:38 on (B)(6) 2020, the device detected an arrhythmia. The patient's ECG at this time shows that the patient was in ventricular fibrillation (vf). The patient received an appropriate treatment from the lifevest at 20:00:26. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was sinus rhythm at 60 bpm with premature ventricular contractions (pvcs). The response buttons were pressed at 20:00:43. At 20:02:52, the patient received a second treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the arrhythmia was converted to sinus bradycardia at 50 bpm with pvcs. The response buttons were pressed at 20:03:03. At 20:03:52, the patient received a third treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the arrhythmia was converted to sinus bradycardia at 40 bpm with pvcs. At 20:06:03, the patient received a fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf with motion artifact, and the arrhythmia was converted to sinus rhythm at 60 bpm with non-sustained ventricular tachycardia (nsvt). At 20:07:38, the patient received a fifth treatment from the lifevest. The patient's rhythm at the time of the treatment was ventricular tachycardia (vt) at 260 bpm, and the arrhythmia was converted to an idioventricular rhythm at 80 bpm, degrading to vf. At 20:08:12, the patient received a sixth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was vf. At 20:08:46, the patient received a seventh shock from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was asystole for 3 seconds, transitioning to an idioventricular rhythm at 60 bpm with motion artifact. At 20:16:40, an arrhythmia was detected by the lifevest. The patient's ECG recording shows that the patient's rhythm was vt at 140 bpm degrading to vf with tactile artifact, motion artifact, and electrode lead fall off. The tactile and motion artifact, along with the electrode lead fall off prevented the lifevest from delivering a treatment during this time. A non-treatable rhythm was declared by the lifevest at 20:16:52. At 20:20:42, an arrhythmia was detected by the lifevest. The patient's rhythm at this time was vf with CPR and motion artifact. At 20:20:45, the patient received a non-lifevest defibrillation. The patient's rhythm at the time of the non-lifevest treatment was vf with CPR and motion artifact, and the post-shock rhythm was an idioventricular rhythm at 90 bpm. At 20:21:25, the patient received the eighth treatment from the lifevest. The energy delivered in the treatment was 5j. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was vf. At 20:22:12, the patient received a second non-lifevest defibrillation. The patient's rhythm at the time of non-lifevest treatment was vf, and the post-shock rhythm was an idioventricular rhythm at 50 bpm with CPR and motion artifact. At 20:22:29, the patient received the first inappropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was an idioventricular rhythm at 50 bpm with CPR and motion artifact, and the post-shock rhythm was idioventricular @ 50 bpm with frequent pvc's degrading to vf. The energy delivered in this treatment was 5j. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. A non-treatable rhythm was declared by the lifevest at 20:22:44. At 20:2514, the patient received the third non-lifevest defibrillation. The patient's rhythm at the time of the treatment was vf with CPR and motion artifact, and the post-shock rhythm was an idioventricular rhythm at 60 bpm. The rhythm then degraded to vf with CPR and motion artifact. At 20:2654, the patient received the tenth treatment from the lifevest. The energy delivered during the treatment shock was 5j. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was vf with CPR and motion artifact. At 20:27: 34, the patient received the eleventh treatment from the lifevest. The energy delivered during the treatment shock was 5j. The patient's rhythm at the time of the treatment was vf with CPR and motion artifact, and the post-shock rhythm was vf with CPR and motion artifact. At 20:27:40, the patient received the fourth non-lifevest defibrillation. The patient's rhythm at the time of the treatment was vf with CPR and motion artifact, and the post-shock rhythm was asystole with intermittent cardiac activity. At 20:28:05, the patient received the twelfth treatment from the lifevest. The energy delivered during the treatment shock was 5j. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was asystole with CPR and motion artifact, transitioning to idioventricular rhythm at 50 bpm with CPR and motion artifact. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. At 20:30:03, the patient received the thirteenth treatment from the lifevest. The energy delivered during the treatment shock was 4j. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was idioventricular rhythm @ 50 bpm with CPR/motion artifact and recurrent vt. At 20:31:52, an arrhythmia was declared by the lifevest. The patient's ECG shows that the patient was in vf with CPR and motion artifact and tactile artifact at this time. The CPR, motion, and tactile artifact prevented the lifevest from delivering a treatment during this time. At 20:34:17, the patient received the fifth non-lifevest defibrillation. The patient's rhythm at the time of the treatment was vf with CPR and motion artifact, and the post-shock rhythm was asystole with intermittent cardiac activity. At 20:34:57, the patient received the fourteenth treatment from the lifevest. The energy delivered during the treatment shock was 4j. The patient's rhythm at the time of the treatment was asystole with CPR and motion artifact, and the post-shock rhythm was asystole with CPR and motion artifact. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. At 20:35:28, the patient received the fifteenth treatment from the lifevest. The energy delivered during the treatment shock was 4j. The patient's rhythm at the time of the treatment was obscured by CPR and motion artifact, and the post-shock rhythm was vf. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. At 20:35:45, the patient received the sixth non-lifevest defibrillation. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was vt at 200 bpm degrading to vf with CPR and motion artifact. At 20:36:05, the patient received the sixteenth treatment from the lifevest. The energy delivered during the treatment shock was 4j. The patient's rhythm at the time of the treatment was vf with CPR and motion artifact, and the post-shock rhythm was vf with CPR and motion artifact. At 20:04:54, the patient received the seventeenth treatment from the lifevest. The energy delivered during the treatment shock was 4j. The patient's rhythm at the time of the treatment was vf with CPR and motion artifact, and the post-shock rhythm was vf with CPR and motion artifact. At 20:41:35, the patient received the eighteenth treatment from the lifevest. The energy delivered during the treatment shock was 4j. The patient's rhythm at the time of the treatment was vf with CPR and motion artifact, and the post-shock rhythm was vf with CPR and motion artifact. At 20:42:15, the patient received the nineteenth treatment from the lifevest. The energy delivered during the treatment shock was 4j. The patient's rhythm at the time of the treatment was vf with CPR and motion artifact, and the post-shock rhythm was vf with CPR and motion artifact. From 20:49:44 to 21:11:00, the patient's ECG shows that the patient was in vf with CPR and motion artifact, degrading the asystole with CPR and motion artifact. The patient's ECG shows that at 21:14:21 and 21:14:45, the patient remained in asystole with CPR and motion artifact. The electrode belt was disconnected at 21:16:02.